Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test, and unexpected restart error test. All operating currents are within specification. The off no power alarm functions properly. No motor error alarm was noted during the bolus/basal delivery. The pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to the prime anomaly. We were unable to test for the excessive no delivery alarm due to the prime anomaly. The motor was tested outside of the pump and passed. The pump had a minor scratched display window, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm but the pump could be rewound and he continued pump therapy. Customer also had a no delivery alarm afterward. Customer changed the infusion set and continued using the pump. Customer woke up with a blood glucose reading of 24 mmol/l and felt sick. Customer delivered a bolus and his blood glucose went down to 19 mmol/l. Customer started feeling sick again and needed to vomit. Customer's blood glucose was around 30 mmol/l when they were hospitalized. Customer stated that it has been two days since he has been stable and he wants to continue with pump therapy.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that a new battery was inserted into the pump but there was no response. The pump could not be uploaded.